Manufacturer narrative:
The actual sample was received at the plant for analysis. The returned unit was labeled for single use. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor would not flow during infusion. This event involved a patient with no patient consequences. No additional information is available.